Event description:
The customer reported that the device powers off when on ac power and the battery is removed. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device powers off when on ac power and the battery is removed. There was no report of pt involvement. A philips field service engineer went to the customer site to evaluate the unit. The reported failure could not be recreated. Based on the customer's report we will consider this a failure. We can not determine the cause as the failure could not be recreated.